Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had memory loss that started shortly after implant. The patient also had symptoms of being a little rushed in walking, their speaking being more difficult to understand and being nervous about speaking. The patient¿s implantable neurostimulator (ins) was going to be replaced and the patient was nervous about the replacement. The patient may get a rechargeable ins and they were worried about being able to handle the equipment. The ins was implanted approximately four years prior to this report. No cause, diagnostics/troubleshooting or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.